Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-06742. It was reported that a patient presented for a generator changeout procedure for normal battery depletion. Upon review, the right ventricular lead exhibited noise and a high capture threshold and was determined to be dislodged. The right ventricular lead was capped and replaced on (B)(6) 2019 and the physician attempted to give slack to the right atrial lead. At a follow-up in clinic post-operation, interrogation revealed that the right atrial lead exhibited reduced p-wave sensing and loss of capture and was determined to be dislodged. The physician capped and replaced the lead on (B)(6) 2019. Both leads were explanted on (B)(6) 2019. The patient was in stable condition.

Manufacturer narrative:
As received, the distal portion of the lead was returned in one piece measuring 44.0 cm. Visual examination revealed that procedural damage was noted at 16.5 cm, 35.3 cm, and 36.5 cm to 39.6 cm from the distal tip with the proximal end cut with the explant wire visible. The outer coil was noted to be bent due to suture tie at 25.2 cm from the distal tip. The helix was found retracted and clogged with blood and could extend and retract within specification after cleaning. There were no conductor fractures or internal shorts. No other anomalies besides procedural damage were found and the reported events of noise and inadequate capture were not confirmed.